Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for loss of capture (loc) on the left ventricular (lv) channel. Intermittent lv loc was observed on the presenting electrogram (egm). All other lead measurements were satisfactory. Further review of lv lead parameters was recommended. The boston scientific local area sales representative was contacted for additional details for the root cause and outcome of the reported clinical observations. The representative stated this patient has device checks performed by his physician without a local area boston scientific representative present. Therefore, no follow up information is available. The system remains in service and no adverse patient effects were reported.